Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a single soft-tipped disposable injector (model: r-inj-04). The event description provided by the healthcare facility states that the operating healthcare professional felt that too much pressure had to be applied to advance the plunger and as a result of the force exerted on the plunger, the cartridge reopened resulting in the haptic tearing.

Manufacturer narrative:
The reference c15034 has been allocated to this case by rayner. The healthcare facility has confirmed that the healthcare professional discontinued use of the device following difficulty in advancing the plunger and detection of haptic breakage. The device did not come into contact with the patient at any time during the procedure. The procedure was able to be completed without further complication in the original planned surgery session with the back-up iol. There was no adverse effect to the patient as a result of this event. The 'injector loading' section of the IFU states "advance the plunger in a slow controlled manner. Anticipate an initial slight resistance. Excessive resistance could indicate a trapped lens. If excessive resistance is felt, fully retract the plunger and then advance until in contact with the lens again. If the lens causes a blockage in the injector system, discard the injector". The healthcare professional followed the IFU and discarded the injector from use following the complications that occurred during surgery. The healthcare professional stated that he felt that excessive force had to be applied to the plunger to advance the lens. This may indicate that the lens was not positioned correctly in the loading bay prior to the plunger being advanced or that the plunger had not been fully prepared (retracted out of the loading bay) before the lens was loaded; it is not possible to confirm the cause of the event at this time. The injector is being returned to rayner for inspection. The results of the device inspection will be provided in a follow-up report. Our review of production records for the r-inj-04 injector batch b620 showed that all manufacturing and quality checks were conducted with successful results. All injectors released for distribution from this batch were within specification and were without defects. A review of existing vigilance data from the month of manufacture of the r-inj-04 injector (february 2015) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the r-inj-04 injector batch b620.